Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, the suture did not work with both proglide devices. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - it was initially reported that the device would be returning for analysis. Subsequently, the device was not returned for evaluation. Corrections: initial reporter. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices via 6fr sheath after an interventional procedure. Reportedly, a cuff miss occurred. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Conclusion code 77 was removed. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.